Event description:
It was reported the programmer will not print to a full-size printer. A 2090 service disk was ran, without success. The programmer will also crash when the universal serial bus (usb) is inserted in back, when attempting to save to portable document format (pdf). No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the universal serial bus (usb) port was damaged on the printed circuit (pc) board and this is why the device could not print to external printer with usb or save to usb. Analysis also found that there was a loose electrocardiogram (ECG) connector on the pc board and the stylus was intermittently not working. It was also noted that the audio loopback functionally tested out of specification.